Manufacturer narrative:
H3, h6: software data was received for analysis. The software was analyzed for two separate issues: the inaccuracy issue and the corefile in qmlguiservice issue. The analysis for the inaccuracy issue concluded that there was insufficient information to determine whether a software anomaly cont ributed to the inaccuracy. D15 is applicable. Previously reported codes b01 and c19 are also applicable. The analysis for the corefile in qmlguiservice issue concluded that a software failure occurred. C10 and d18 are applicable. Previously reported code b01 is also applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that after registering the patient, the surgeon reported navigation was accurate near c1 (inion) and distal, but above that was not accurate. Patient was larger, and was registered prone. Trace registration with addition of touch points was utilized. Site exposed the inion and added a touchpoint there, with no effect. Reported the nose was included in trace pattern, and an additional touch point was added at the tip of the nose. The manufacturer representative reported the patient scan was not of high quality, and both the scan and patient had lots of adipose tissue. Patient additionally had braids, and the skin was heavily wrinkled from lying down. Use of navigation was discontinued, and there was a surgical delay of ten minutes. This occurred intraoperatively, and there was no reported impact to patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The n avigation system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. H6: multiple fdd/annex a codes were reported. A13 was coded for the patient scan not being of high quality. A0908 was coded for the navigation above c1 and distal being not accurate. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of ten minutes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product added to d10. Continuation of d10: product ID: 9735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.